Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump presented a dimple when trying to inflate. After troubleshooting, the physician discovered a fluid leak. The device was removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.